Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose level was unknown. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer said the insulin pump had not been bumped or dropped, but it did have a crack on the backside. Around the battery side of the pump, does not know how this damage may have occurred. Customer was advised to revert to backup plan. Customer was advised to place the insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly.